Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer that the external pulse generator (epg) displayed an error code, however, it could not be reproduced. Technical support (ts) explained how to reproduce the error. Ts suggested that the epg be tested before the device was returned to service. No patient complications have been reported as a result of this event.